Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, was the device fired and it was determined that the reload was missing staples (meaning no staples were delivered into the tissue)? Or was the reload inspected prior to firing and it was determined that it was missing staples? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon procedure, the tx60b linear cutter was being used to staple the bowel and there were no staples in the reload. A second like reload was used with the device to complete the procedure. There were no patient consequences reported.